Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that after 5 years and 8 months dental implant was installed in intraoral region 6#, he had to remove it because of its fracture. In addition, the patient presented bone type IV and bone graft was executed.